Event description:
Rec'd report that a leak was discovered below the upper blue fitment on the pump while infusing magnesium sulfate on an antepartum pt. There was no report of pt harm or medical intervention. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of leaking from pumping segment was confirmed. Visual inspection noted immediately that the silicone tubing had a tear near the upper blue fitment. The tear was measured to be 0.1530 inches long. Visual examination under microscope noted two crush marks to the upper blue fitment. Functional testing was performed and leaking was observed from the silicone tubing. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear was not identified. There was no report of the leak occurring during priming. Although the lot number is unk, the smartsite number shows that the set was manufactured between 03/31/2011 and 04/01/2011 and has an expiration date of 03/01/2014 or 04/01/2014.